Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left circumflex artery that was moderately tortuous and mildly calcified. The high-torque versaturn f 190 guide wire was placed inside the artery and then a balloon was passed over the guide wire and pre-dilatation was performed. While removing the balloon from the anatomy, there was resistance with the guide wire. Both devices were removed as a single unit. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported difficulty was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.